Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after falling backwards and hitting the lower back on a boat rail, the patient experienced ipg site tenderness. It was also noted that the superior aspect of the ipg was tipped outward and the patient could manipulate it to slide back into the pocket. The physician provided the patient with a topical pain patch prescription. Surgical intervention was then undertaken wherein the ipg was explanted, replaced and the ipg pocket was revised. Effective therapy restored.